Event description:
During surgery the doctor placed a cautery pencil down (not in holster) after use. Reportedly, the doctor then touched his elbow to the cautery pencil, his gown melted and his arm was burned.